Event description:
Info received indicates the right foot caster is locking in brake but has a slight swivel.

Manufacturer narrative:
The tech found the caster could no longer be adjusted. He replaced the caster to repair the stretcher.